Event description:
It was reported the patient received the following results within 15 minutes: hi mg/dl at 9:11am (which on the system indicates a result in excess of 600 mg/dl) 258 mg/dl at 9:12am, 222 mg/dl at 9:13am.